Event description:
It was reported that during insertion of the iab through an introducer sheath, the iab would not completely pass through the sheath. As a result of this, the entire assembly was removed and replaced. There were no pt complications.